Event description:
The customer reported a centrifuge bowl leak, shortly before buffy coat collection. There was no fluid leak alarm. The customer stopped the instrument when she heard a strange noise and saw blood on the centrifuge chamber window. The treatment was aborted and the pt was disconnected. The pt was reported to be in stable condition. The centrifuge, drive tube and all the clips were in their normal positions; there was no damage visible in the centrifuge chamber. The customer asked if she could use the machine after cleaning it, since there was no obvious damage. The clinical service specialist advised the customer to give the instrument a thorough cleaning and to install a new kit. The customer will call back if there are alarms during the priming of the new kit. No service order was generated. The kit was not returned for eval; however the smart card and pictures were received for eval.

Manufacturer narrative:
A batch record review of lot c143 was conducted. There were no nonconformities associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trend was detected. CAPA (B)(4) was initiated for complaint category, centrifuge bowl leak/break. Product return analysis feedback: the smart card and photographs were received for analysis. Review of the smart card data confirmed a blood leak (centrifuge) alarm occurred. Based on the photos, a blood leak can be confirmed. The witness mark of blood on the wall of the centrifuge chamber, as well as what appears to be a scuff mark on the drive tube that lines up with the witness mark, are both consistent with a drive tube bearing stop delamination. During the device history record review, it was noted that there were no nonconformities logged against the drive tube lots used to manufacture kit lot c143. No other mfg issues were identified and all products met the MFR's specifications. CAPA (B)(4) was initiated on (B)(4) 2014 to address several potential root causes of drive tube delamination. Also, cpar (B)(4) was opened on (B)(4) 2008 ton investigation bearing stop delamination due to trapped gases occurring during the bearing stop molding, which implemented tooling change improvements. The assessment is based on info available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).